Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a decanav electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during the svtcase, pericardial effusion was noticed. There was a drop in blood pressure on the patient and the pericardial effusion was confirmed by echo and fluoroscopy. The medical intervention provided was a pericardiocentesis and 300cc of fluid was removed. The patient was reported to be in stable condition. The physician did not give an opinion on what may have caused the pericardial effusion. The decanav electrophysiology catheter was the only bwi catheter in the body at the time.

Manufacturer narrative:
On 21-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, upon product receipt, the product lot number was verified to be 30900210m. Based on the lot number being verified, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a decanav electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during the svtcase, pericardial effusion was noticed. There was a drop in blood pressure on the patient and the pericardial effusion was confirmed by echo and fluoroscopy. The medical intervention provided was a pericardiocentesis and 300cc of fluid was removed. The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic and electrical features were tested and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).